Event description:
It was reported and per investigation that a patient with a 25mm perimount aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 14 years and 9 months due to regurgitation. The patient presented emergently with heart failure, cardiogenic shock and shortness of breath. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years.

Event description:
It was reported and per investigation that a patient with a 25mm perimount aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 14 years and 9 months due to severe regurgitation and mild-moderate stenosis. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Per medical records, the patient presented emergently with worsening heart failure, cardiogenic shock and shortness of breath and was transferred to heart center to perform the viv procedure. Per echo (B)(6) 2025, av with mild to moderate stenosis and severe regurgitation.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h2, h6 health effect - clinical code, and type of investigation.

Event description:
It was reported and per investigation that a patient with a 25mm 2700 aortic valve underwent a valve-in-valve procedure after an implant duration of 15 years, 4 months due to severe regurgitation and mild-moderate stenosis. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Per medical records, the patient presented emergently with worsening heart failure, cardiogenic shock and shortness of breath and was transferred to heart center to perform the viv procedure. Per echo 10/24/2025, av with mild to moderate stenosis and severe regurgitation.

Manufacturer narrative:
Updated sections: b5, d4, d6a, g3, g6, h2, and h4.